Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Operation of l2-l5 was performed on (B)(6) 2014. In august a myelographie was made on account of discomfort, revision-surgery was completed. Re-operation of l2-s1 completed on (B)(6) 2015. Related to medwatch report 3005673311-2015-00161.

Manufacturer narrative:
Pedicle screw and set screw exhibiting wear marks but no defects was received for investigation. . Used test- and analysis- equipment: microscope "keyence- vhx 600 d"; digital-camera "panasonic dmc tz8. Visual inspection of the pedicle screw revealed that on the bottom and on both flanks of the rod connector there were axial abrasive traces. Most probably caused by the moving rod. Visual inspection of the set screw revealed damage on the hexagon, most probably caused by removing the screw. On the bottom of the set screw was the usual circular wear marks, which are an indication of correct mounting of the screw. Additionally, it was noted that the set screw displayed unusual axial stress marks. Likely caused by the moving rod. The manufacturing documents were reviewed and found to be according to specification valid during the time of production. The root cause for the failure is most probably user related. The circular wear marks on the bottom of the set screw are an indication of correct assembly (not tilted). The axial wear marks are unusual and an indication of a moving rod. Therefore it is concluded, that the screw and the rod where mounted correctly, but the torque of the set screw was not tight enough (a notice for using a torque wrench is given in the IFU). Corrective/preventive action is not required.